Event description:
Medtronic received a report that a pipeline stent would not open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located on the c5 with a max diameter of 5.5mm and a 4.5mm neck diameter. It was noted the patient's blood landing zone was 3.5mm distally, 3.7mm proximally and vessel tortuosity was moderate. The angiographic result post procedure was unobstructed blood vessels it was reported that during a procedure to treat an aneurysm with a dense-mesh stent, the stent tip could not be opened. After several attempts, the stent tip still could not be opened. Another stent was then used instead, and the procedure was successfully completed. The he pipeline was not used for an indication that was not approved (off-label). All devices were prepared as indicated in the IFU, and no patient complications were associated with this event. Ancillary devices include a navien guide catheter, phenom 27 micro catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.